Event description:
Unomedical reference number: (B)(4). Event occurred in (B)(6). On (B)(6) 2020, the patient reported that the infusion set's tubing detached close to the site location. The infusion set was changed yesterday. The site location was his thigh and the pump was located in the right pocket. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. Moreover, the patient had already corrected his blood glucose levels as the infusion sets were replaced, and there was no hospitalization. No further information available.